Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3571 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "the wire that had the ¿kick¿. The needle was a bit more difficult to remove from the patient than usual and then noticed at about the last 10cm there was the ¿kick¿ about 5-10 degrees off of the usual straightness of the wire."